Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 50 mg/dl (test strip lot number 495772) and 237 mg/dl (test strip lot number 496159). On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 48 mg/dl (test strip lot number 495772) and 130 mg/dl (test strip lot number 496159). No adverse event reported. Return of the suspect device was requested for evaluation.